Event description:
A hospital in (B)(4) reported, via a distributor, that an rt200 adult breathing circuit emitted sparks near the chamber port after 6 days of use. The heater wire alarm sounded on an mr850 humidifier base. After changing the circuit, both the humidifier and the ventilator worked normally. This event occurred during patient use. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).